Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, a patient suffered trauma to her anterior teeth due to clear aligner. Doctor performed pulp vitality testing, took x-rays, and a cbct and determined that in addition to the mobility of teeth #8 and #9, the teeth were diagnosed as necrotic, and had widened pdl. According to the x-rays, tooth #10 may also be affected (monitoring). For teeth #8 and #9, root canal therapy will be required, followed by crowns. Doctor advised patient to stop aligner treatment.